Manufacturer narrative:
(B)(4).

Event description:
It was reported that low ventricular lead impedance was observed. Patient is pacemaker dependent. The lead was capped. No further information is available.